Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 43 mg/dl. The customer was treated for the low blood glucose with juice and glucose tablets. The customer stated that the insulin pump was in spanish and needs it to be in english. The customer's mother will insert new batteries. The customer did not troubleshoot and did not send the product back for analysis.